Manufacturer narrative:
(B)(4). The reported premature eri was confirmed in the laboratory. During a follow up in (B)(6) 2014 the estimated remaining longevity was displayed as 1.25 - 2 years but the device reached eri 7 months later. The reason for the rapid battery depletion at the end of the implant duration could not be determined. Review of measured data over time found normal decrease of battery voltage as well as normal increase of battery impedance. Based on the average current consumption, the longevity of the device was found to be normal.

Event description:
It was reported that rapid and unpredictable battery "elective replacement indicator" was observed. The device was replaced and the patient's condition was good after the procedure.